Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k020321, k040099, and k131331. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd phoenix¿ m50 automated microbiology system high mic results are being overcalled for the drug ertapenem. No health impact or consequence reported.

Event description:
It was reported while using the bd phoenix¿ m50 automated microbiology system high mic results are being overcalled for the drug ertapenem. No health impact or consequence reported.

Manufacturer narrative:
Investigation summary a complaint was reported for false resistance on a phoenix m50 instrument. The customer alleged that they were getting false resistance of ertapenem. A bd field service engineer (fse) was dispatched to the customer site. The fse downloaded binary files and event logs from the instrument as the customer was unable to. The fse noted that the case is being reviewed by a tech. No issue was noted with the instrument upon arrival or while onsite and no further details were provided. This is an unconfirmed failure of a bd product. The root cause of the failure was unable to be determined. A picture of the aio screen, and a lab report was provided to aide with the investigation, however, no parts were replaced as part of this complaint, and therefore no samples were returned and no returned material investigation could occur. DHR review is not required for this complaint. The complaint was evaluated via other elements of the investigation. The results of this evaluation have not identified any new hazards, new risks, or specific trends. Service history review was completed and reviewed one prior case with this failure mode. No additional information was provided in that case. Bd quality will continue to monitor for trends associated with the failure mode described in this complaint. Review of risk management files confirms there are no new or modified risks associated with this failure mode.